Manufacturer narrative:
Follow-up #1: close inspection of back nut ((B)(4)) and threaded lock pin ((B)(4)) revealed inadequate quantity of locktite to secure lock pin and back nut. Vibration of the instrument during normal use, combined with an inadequate quantity of locktite, caused the back nut to back off from the lock pin. CAPA 008-16 has been opened to address this issue.

Event description:
Facility reported saw module disintegrated mid-air during surgery. Patient was sent to x-ray to look for any potential lost parts. There were no parts found in patient during x-ray. Distributor requested drawings to help determine best way to find if there are parts inside of patient. Drawings were pulled by our director of engineering and sent to distributor by our associate product manager via email. There were no reported injuries.

Event description:
Facility reported saw module disintegrated mid-air during surgery. Patient was sent to x-ray to look for any potential lost parts. There were no parts found in patient during x-ray. Distributor requested drawings to help determine best way to find if there are parts inside of patient. Drawings were pulled by our director of engineering and sent to distributor by our associate product manager via email. There were no reported injuries.